Manufacturer narrative:
(B)(4). New information received advising that the tissue pad did not detached and the tissue pad was not melted. Only some scratches were made on the blade.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a right colectomy procedure, in the course of the procedure, blade coating of the device came off and formed a fine/bare line followed with a 5mm non-active tissue pad. It was a touchless side with a tissue pad. No excessive metal contact during use on the tissue was observed, and the activation (min/max/adh) was smooth and normal. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.